Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed leaking from the arterial header port just after treatment was initiated. Estimated blood loss was 25 cc's. Pt had no ill effects. Sample is available.